Manufacturer narrative:
Added h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions. The device was not returned for evaluation. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and one complaint relating to the complaint codes. For that complaint, a definitive root cause was unable to be determined. Available information suggests that patient factors (tortuosity) and/or procedural factors (non-coaxial withdrawal) may have contributed to the event. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. Imagery was provided and tortuosity and calcification could be seen in the access vasculature. Procedural cine was provided but excluded from review as the procedural steps relevant to the current complaint were not shown. The IFU, device preparation manual, and device procedure manual were reviewed. During system removal, unflex the delivery system while retracting the device, if needed. Verify that the flex catheter tip is locked over the triple marker. Retract the loader to the proximal end of the delivery system and remove the delivery system from the sheath. For subclavian-axillary approach, keep delivery system inside sheath until ready to remove all devices as one unit. Patient injury could occur if the delivery system is not unflexed prior to removal. Remove all devices when the act level is appropriate. Close the access site. Patient injury could occur if the delivery system is not completely unflexed prior to removal. Successful management of vascular complications depends on being prepared. First priority should be controlling bleeding through endovascular techniques, coda balloon, iliac occlusion balloon, reinsert dilator. Do not reinsert sheath if removed. Repair can be performed surgically or with endovascular techniques. Surgical instruments should be ready in every case. Consider vascular surgery. Surgeon should be in room at all times. Physicians experienced with endovascular techniques for treatment of iliac and aortic disease should be available. No IFU/training deficiencies were identified. As the event was unable to be confirmed, a complaint history review is not required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training manual deficiencies were identified, no escalation to a pra was required. Additionally, since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. The withdrawal difficulty was unable to be confirmed as neither the complaint device nor applicable imagery of the device was returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. Review of DHR and lot history did not indicate a manufacturing non-conformance that could have contributed to the reported event. A review of IFU/training materials also revealed no deficiencies. As reported, 'during removal of the commander delivery system, the physician again felt greater than usual resistance as well'. As seen, the access vessel (right side) appears to be tortuous and calcified right above the iliac arteries. Tortuosity can create sub-optimal angles that can lead to non-coaxial alignment between devices which could potentially cause device retrieval difficulty. Likewise, calcification can reduce the vessel diameter and increase the restriction in the sheath's expansion ability to allow for smooth device advancement and/or retrieval. A combination of these patient factors could have contributed to the reported withdrawal difficulty of the delivery system through the sheath. Additionally, as there was no reported damage to the sheath and the rupture was reported to have occurred in the iliac, it is possible the sheath was not positioned properly, further contributing to withdrawal difficulty. Per the training manual, the sheath tip should be positioned past the aortic bifurcation. While a definitive root cause is unable to be determined, available information suggests that patient factors (calcification/tortuosity) and procedural factors (sheath not positioned properly) may have contributed to the withdrawal difficulty and subsequent iliac rupture.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a tf tavr case, while advancing the valve through the esheath, the physician met considerable resistance and high push forces. The team panned down to visualize the valve and could not see that it was externalized at all or that any of the stent struts were bent or threatening to bend. Under fluoro, the physician continued to advance and ultimately the resistance resolved and the system advanced. Valve deployment was normal. During removal of the commander delivery system, the physician again felt greater than usual resistance as well. Once the esheath was removed, the patient's pressure quickly dropped (from the 160s to the 40s). They quickly looked at the cardiac echo which revealed no effusion and normal function so they shot an abdominal runoff which revealed an iliac rupture on the r side (primary access side). The wire had already been removed so they sent a wire from the l side around the crest down the r side and were able to occlude with an 8 mm balloon. They deployed 2 vbx stents (8x59 and 8x39) and a viabauhn stent (8x50) and achieved hemostasis and restored flow. 135 ccs of contrast were used total. The patient is stable and recovering. The sheath will not be returned but upon extensive examination from the primary operator, there was nothing remarkable on the sheath. The seem was intact and no signs of it being damaged were noted.